Event description:
It was reported that, in three (3) instances, the device from the same lot number, was unable to draw. It is suspected that when pulling back on the syringes, the side luer lock was not sealing to get enough pressure in order to get that draw back. No patient injury was reported.

Manufacturer narrative:
The returned sample was received decontaminated without its original packaging. The sample was tested with a syringe to replicate the failure mode. No occlusion was detected; the water flows without any problem. The complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.